Manufacturer narrative:
Block h2 (additional information): block a2 (age at time of event), block a3a (sex), block a3b, block a4, and block b5 have been updated based on the additional information received on october 7, 2024. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, it was noticed that the band could not be deployed as the physician rotated the handle unit. It was also reported that the band ruptured. The procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that "the physician retracted the trip wire until ligating unit contacts tip of the endoscope, and then locked down trip wire in slot, and the physician did not pull trip wire after locking it; however, per the instructions for use (IFU), "take up slack by pulling proximal end of trip wire on handle unit."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, the band would not deploy after the physician rotated the handle. It was also reported that the band ruptured. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.